Manufacturer narrative:
The company representative examined the system and replaced the footswitch interface printed circuit board (pcb). The system was then tested and met all product specifications. A visual evaluation of the returned footswitch interface pcb did not reveal any nonconformity. The footswitch interface pcb was tested and the left horizontal switch did not respond. Additional testing was performed and through troubleshooting, it was discovered that pin 6 at location u1 was nonconforming. It should be noted that the factory default action of the left horizontal switch of the footswitch is reflux. Therefore, unless the footswitch was reprogrammed to change this, the loss of functionality of the left horizontal switch would produce a symptom of no reflux. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported left horizontal switch not activating and no reflux is attributed to a nonconforming component at location u1 on the footswitch interface pcb. An internal investigation was opened to address this issue. (B)(4).

Event description:
A biomedical engineer reported the horizontal switch on the footswitch was not activating and no reflux was available during surgery. Patient impact is unknown. Multiple attempts have been made to retrieve additional information but none has been received to date.